Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the pt had stimulation but the ipg charge was low. The pt stated that when the charger was turned on, the lights started flashing yellow without her placing the antenna over the ipg. A replacement charger was sent to the pt, but it is currently undetermined whether the external device resolved the issue. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.